Manufacturer narrative:
The t:slum pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info stating that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. It is reported that the customer uses room temperature or cold novolog depending on the day.